Event description:
It was reported that balloon rupture occurred. A 2.50mm x 8mm and 2.00mm x 12mm nc emerge balloon catheters were advanced for dilatation. However, during inflation, both balloons ruptured. The procedure was completed with a different device and there were no patient complications nor injuries reported.